Manufacturer narrative:
Pump passed displacement test and unexpected restart error test. No unexpected restart error alarm noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose value was 200 mg/ dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.